Event description:
It was reported, by the pt, that post a coronary drug eluting stenting treatment procedure, she "was never better and experienced smothering spells. She had an abnormal nuclear stress test and was hospitalized for a repeat cardiac catheterization which revealed the stent was blocked." The pt also reports that "the stent was defective and was replaced with a different type of stent." No add'l info is available, the caller declined to provide physician info regarding this event.

Manufacturer narrative:
As no device was rec'd for analysis, it is not possible to determine if any issues existed with the actual device that could contribute to the complaint incident. However, a full review into the mfg history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution.